Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of delivery anomaly from the insulin pump. The customer's blood glucose reading was 258 mg/dl. The customer believed that the insulin in the tubing were lost. The customer reported the drive support cap to appear recessed. The customer was not able to troubleshoot during time of call. The insulin pump will not be returned for analysis.